Manufacturer narrative:
Cont¿d from report source: post market surveillance for med consumables. No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the item failed to alarm or occlude after the breakage occurred, and air entered the tubing.